Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had experienced syncope. It was also reported the right atrial (ra) lead had intermittent oversensing during supra ventricular tachycardia (svt) episodes. The lead remains in use. No further patient complications have been reported as a result of this event.